Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07315. It was reported that patient never received effective pain relief. In turn, surgical intervention was undertaken wherein the entire scs system was explanted without an incident.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07315.